Manufacturer narrative:
(B)(4). Additional concomitant medical products: vanguard cr tibial bearing, catalog#: 183442, lot#: ni; biomet cc I-beam tibial tray, catalog#: 141223, lot#: ni; unknown patella, catalog#: ni, lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07863, 07864, 07865, 07866.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Nine days subsequently, patient was noted to have drainage requiring visit to ER. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.